Manufacturer narrative:
Device manufactured date has been updated based on returned product download. The applicator and sensor pack for serial number (B)(4) has been returned and investigated. Visual inspection has been performed on the returned applicator. The sensor remained in the sensor applicator. The sensor plug was not seated. Performed visual inspection on the returned sensor pack, the sensor sharp and plug remained in the pack and have not been transferred to the applicator. Extended investigation has also been performed. Dhrs (device history review) for the libre sensor kit was reviewed and the DHR showed the libre sensor kit passed all tests prior to release. No malfunction or product deficiency was identified. The investigation indicated an incorrect assembly issue by the user.

Event description:
Customer reported attempting to apply an adc freestyle libre sensor and being unsuccessful due to the inserter not firing, and as a result of being unable to monitor glucose levels, experiencing a seizure and a loss of consciousness. Customer had contact with paramedics who administered an unspecified injection upon arrival and transported the customer to a hospital where he was diagnosed with hypoglycemia and administered "some type of liquid". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The DHR for the libre sensor kit was reviewed and showed the libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported attempting to apply an adc freestyle libre sensor and being unsuccessful due to the inserter not firing, and as a result of being unable to monitor glucose levels, experiencing a seizure and a loss of consciousness. Customer had contact with paramedics who administered an unspecified injection upon arrival and transported the customer to a hospital where he was diagnosed with hypoglycemia and administered "some type of liquid". There was no report of death or permanent injury associated with this event.